Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when in use, the metal shield in the terminal part detached from the cutting loop. According to the available information there were no adverse consequences for the patient. No negative impact in state of health reported.